Manufacturer narrative:
A company rep is working with the surgeon to review technique and system settings. Provided customer with add'l info on possible causes of thermal injuries.

Event description:
The facility reported a corneal burn occurred during the procedure. Add'l info has been requested.